Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter to gather additional information: original complaint stated that no fragment(s) fell inside of the patient's anatomy due to failure reported on harmonic ace instrument. On subsequent follow-up customer confirmed that patient has not returned to the hospital due to experiencing post-operative complications related to retention of foreign material. Post-operative tests like x-ray or ultrasound were not performed to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized by the equipment. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the curved blade was found to be broken at the base. The broken piece was not returned. Additional observations: the instrument was placed on an in-house system. It passed the recognition and engagement tests. The instrument was connected to an in-house energy generator where, it failed the energy recognition test. The instrument generated message "tighten assembly" on all attempts. The probable root cause of initialization failure is related to broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).